Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. However, it was confirmed the control board was faulty. The control board was replaced proactively, and the unit was returned to service.

Event description:
The hospital reported the unit automatically restarted during pre-use checkout. There is no report of patient involvement.